Event description:
The patient stated he sweats all day and every vgo he has put on has fallen off. The patient stated he does clean the area with an alcohol pad and lets it dry completely before applying the vgo. The patient has discarded all of the vgos.